Event description:
The manufacturer received information alleging a ventilator 's oxygen concentration would not adjust and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced and the device was recalibrated to address the issues.